Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an adverse event occurred. It was indicated the patient started their transmitter past the 'use by' date, which is misuse of the device. On (B)(6) 2024, the pediatric patient experienced a pairing issue between the transmitter and the g6 sensor. The parent stated that when the transmitter failure occurred, they tried to connect a different transmitter, but were unable to do so as they tried to do this with an old transmitter. The parent did not remember the last cgm reading but stated that the symptoms started the same day as the pairing failure. According to the parent they had no way to measure the blood glucose values, and when the patient felt thirsty and had a dry mouth, the patient was given a glass of water, and an ambulance was called. When the patient arrived at the hospital they diagnosed the patient with diabetic ketoacidosis. The patient was treated with intravenous insulin and fluids and was discharged 2 days after the day of the event. There was no information of further medical evaluation or intervention. At the time of the report the patient was stable. No product or data was provided for investigation. Confirmation of the complaint is undetermined and probable cause cannot be determined. No additional patient or event information is available.